Manufacturer narrative:
The evaluation of complaint data for the product and likely cause architect tsh reagent lot 01145ui00 identified normal complaint activity. No customer returns were available for evaluation. A retained kit of reagent lot 01145ui00 was tested for accuracy and the data shows that the performance of the lot is performing acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. This review did not identify any non-conformances, potential non-conformances or deviations. A review of labeling concluded that the issue is sufficiently addressed. No product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifiers: sids: (B)(6).

Event description:
The customer reported falsely decreased architect tsh results on five patients. Results provided: sid: (B)(6) = 3.76 uiu/ml / 3.70 uiu/ml / vidas = 7.02 uiu/ml, sid: (B)(6) = 3.26 uiu/ml / 3.30 uiu/ml / vidas = 5.47 uiu/ml, sid: (B)(6) = 3.32 uiu/ml / 3.35 uiu/ml / vidas = 5.79 uiu/ml, sid: (B)(6) = 2.75 uiu/ml / 2.73 uiu/ml / vidas = 4.78 uiu/ml, sid: (B)(6) = 6.08 uiu/ml / 5.78 uiu/ml / vidas = 8.94 uiu/ml. No impact to patient management was reported.